Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a inguinal herniorrhaphy (totally extra peritoneal-tep), the surgeon inserted the balloon, but the balloon did not inflate. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; dissector balloon was broken. The trocar balloon, obturator and lock collar were not received. The insufflation bulb was not received. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017. The device is expected to be returned for delivery.